Event description:
It was reported by the customer that this event involved a female pt via a left subclavian insertion. After blood was aspirated, the spring guide (swg) was threaded; however, the wire became split "longitudinally" as the catheter was inserted. As a result, the swg was removed intact. There were no reported pt complications. Further details are being pursued.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.